Event description:
The customer states that a patient sample processed using the architect i1000sr tacrolimus assay generated a result of >30 ng/ml. The result was appropriately flagged as greater than reportable range of 30 ng/ml by the architect analyzer. However, the customer's laboratory information system (lis) (B) (6) reported the result as <2.0 ng/ml (falsely low). The result was not reported from the lab and there were no adverse outcome reported related to this issue.

Manufacturer narrative:
(B)(4), alleged architect software deficiency was not confirmed. Investigation summary: the evaluation of this complaint included reviewing the complaint text, reviewing instrument/host printouts, a search for similar complaints, reviewing system logs, and a labeling review. According to the architect debugcom5. Log system files, the i1000sr transmitted the >30.0 ng/ml tacrolimus result for (B)(4) to the lis. The lis acknowledged receipt of the results. Result transmission to the lis was successful. Therefore, the alleged erroneous result was generated by the lis when the data was processed. Based on this review, the lis appears to have incorrectly processed the results once received. A search identified no additional complaints for this issue. No labeling deficiency associated with this issue was noted. Evaluation of the complaint text, instrument/host printouts, log files, and complaint searches identified no software deficiency. The evaluation found no system malfunction. The customer was recommended to contact the lis provider to determine how the host is configured to handle alphanumeric results for the tacrolimus assay. This is the final report.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The facility representative contacted baxter on 29 october 2009 to report that a colleague cx triple channel volumetric infusion pump had a blown fuse behind the display that caused smoke from uim board. The event occurred during biomedical testing in the biomedical shop. There is no adverse event, patient injury or medical intervention associated with this report.